Manufacturer narrative:
Attempts were made to obtain further information regarding patient information. To date no further details have been received. The service history record was reviewed and no further additional complaint was found.

Manufacturer narrative:
Patient information and alarm information were requested from the customer, but no response received. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. It is unknown if the unit was in use on patient , but there was no patient harm reported.